Event description:
On (B)(6) 2012 it was reported noise, over sensing resulting in pacing inhibition greater than two seconds. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).